Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that infection symptoms were noted. They became aware that the patient had a pain pump that was removed when doing the implant for a spinal cord stimulation system. The area of infection was the pump pocket. It was noted that the incisional wound would not heal. The infection was confirmed and the strain was noted to be (B)(6). This occurred in 2005. The exact date was unknown , however it was noted to have occurred sometime between the implant on (B)(6) 2005 and a few months later when it was removed in 2005. The infection was noted to be associated with the implant. Any other modes of treatment regarding the infection were unknown. The infection was noted to have resolved. The cause of the infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.